Event description:
It was reported that pump displayed malfunction code 199 in tandem source, and customer confirmed malfunction 16 on pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was informed that malfunction indicated pump issue, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.